Event description:
Medical records received. After review of medical records, it was reported that the patient presented in ER due to severe pain and dislocation. Closed reduction was performed. MRI reported of osteolysis associated with metallosis. Doi: (B)(6) 2017, dor: none reported, left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. All available x-rays were reviewed, and the complaint cannot be confirmed. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Event description:
Medical records were received: on (B)(6) 2017, the patient had left pain and clicking, an mr of the left hip was reported to show a small hip effusion, synovial thickening within the iliopsoas bursa, along with right trochanteric bursitis. (No mention of any invasive procedure). On (B)(6) 2017, the patient had a left total hip arthroplasty to address polyethylene wear. A preoperative radiograph was reported to show some polyethylene wear. On (B)(6) 2018 the patient has a medical diagnosis of tha revision, and dislocation (no mention of when that dislocation had happened).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.